Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
The agent reported, doctor did a bipolar hip on this patient on (B)(6) 2026. The patient presented yesterday with a hip dislocation. Doctor did a revision. He removed the 56 bipolar and +7 28mm head. He elected to use a 52mm unipolar with a +10.5mm sleeve to stabilize the hip. Male 81. Complaint has been evaluated and is similar to report number 1644408-2019-00943; 412-02-045, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.